Event description:
Pt had cp in place for shock and decompensated requiring more pressor support and worsening labs. The decision was made to escalate to impella 5.5 which was done using the double barrel technique. The 5.5 was placed next to the cp and the cp was removed and 5.5 turned to p8 for support. The impella cp was removed and the groin was closed with pre-close. On arrival to the ICU, the patient was started on temporary dialysis. Aggressive diuresis was done while on continuous renal replacement therapy. Some concern was noted over possible subarachnoid bleed, with scattered hemorrhages noted in the right frontal lobe, cerebrum, and brainstem. The patient¿s ldh and plasma free hemoglobin were elevated but no diagnosis noted of hemolysis. The patient¿s neuro status after extubation was noted to be intact. The impella was weaned and removed without incident. Unable to directly attribute subarachnoid hemorrhage to impella pump.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.